Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010. The reservoir did not inflate when the surgeon tested it before using on the pt. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.